Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Customer¿s blood glucose level was 225 mg/dl. Recommendation was made to discuss diabetes management with a health care professional. Reportedly, the customer continued to use the pump for insulin therapy.